Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-jun-2026, a literature report was identified from the journal trauma & case reports titled ¿superficial vein thrombosis of the upper extremity after pectoralis major repair: an uncommon complication.¿ the publication described a patient who underwent pectoralis major tendon repair utilizing arthrex suture materials (fiberwire and tigerwire) and cortical button fixation devices. The procedure was reported as uneventful; however, approximately 10 days post-operatively, the patient developed pain and a palpable cord-like swelling along the operative upper extremity. Diagnostic imaging confirmed superficial vein thrombosis of the cephalic vein extending proximally along the arm. The patient was treated with anticoagulation therapy, resulting in symptom improvement and recovery without further reported complications. No device malfunction or failure was identified, and the event was considered a post-operative thrombotic complication. Citation: helal, b., carroll, p. J., alsuhaim, s., nakouzi, m., & elmaraghy, a. (2026, may). Superficial vein thrombosis of the upper extremity after pectoralis major repair: an uncommon complication. Trauma case reports. Elsevier.